Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image out of field view and minor scratches on distal edge. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause for the additional issues was likely component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a bad image color. The issue occurred during preparation for a diagnostic laparoscopic gynecological procedure. The procedure was completed with a similar device with a couple of minutes delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a bad image color. The issue occurred during preparation for a diagnostic laparoscopic gynecological procedure. There were no reports of patient harm.